Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted during atrial arrhythmia and during ventricular episodes on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead displayed undersensing during an atrial arrhythmia which was in progress during a ventricular arrhythmia resulting in the implantable cardioverter defibrillator (ICD) delivering a potential inappropriate therapy for rapid ventricular response (rvr). Follow up was conducted and no reprogramming has been completed at this time. The lead and ICD remain in use. No further patient complications have been reported as a result of this event.